Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the wake button became unresponsive when the customer attempted to deliver a bolus. Reportedly, the wake button still turns the pump on and off. There was no reported impact to customer's blood glucose level.